Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was not booting up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files by rse indicated that the flex vision pc was not communicating with the host pc preventing the system for booting up . Rse instructed customer to open b cabinet and to check if the flex vision pc was on and customer found that the flex vision pc was not on. Rse instructed customer to press the on button to turn on the flexvision pc . Customer pressed the on button and the flex vision pc turned on, flexvision pc connected to the host pc and system started up. Customer had ordered and replaced the flexvision pc. After replacing the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.